Event description:
In 2008, a clinical incident involving an evac 70 xtra plasma wand was reported to arthrocare corp. During a tonsillectomy procedure, the pt sustained a first degree burn above the right eye. It was reported the physician discovered a blockage in the wand and the physician utilized the towel on pt's head to clear the wand resulting in burn to pt. The first degree burn was treated with a topical antibiotic.

Manufacturer narrative:
The exact date of the event was not provided. An estimated date of the event was provided. It is unk if the device was reprocessed. Since the device was not returned for investigation, a complete investigation could not be performed. Based on the info provided in this report, the burn was likely due to contact of device with pt during the removal of blockage from device.